Event description:
It was reported that the rover sparked. No pt or user injuries were reported and no other adverse consequences were alleged with this event. No further info was provided by the user facility.

Manufacturer narrative:
A field service representative was sent to the user facility to evaluate the device and the investigation is pending. A follow up report will be submitted if the investigation results require.